Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery. Reportedly, the customer was changing the cartridge every 5-6 days. Tandem technical support (cts) informed customer that changing the cartridge every 5-6 days is off label per the user guide. No reported impact to the customer¿s blood glucose level.